Event description:
It was reported that the patient had no stimulation from their implantable neurostimulator (ins) which started just today. The patient was unable to communicate with either the programmer or the recharger units and had been trying all day. The patient last recharged successfully 2 weeks ago. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 355031, lot# n251715, implanted: (B)(6) 2010, product type: screening device. Product ID: 3550-39, lot# n237615, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).